Manufacturer narrative:
(B)(4). Received 1rk and 41pc 455071p/b231136t for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed.

Event description:
The customer provided photographs and reported they collected 3 tubes; two of which the customer described contained rbc floaters. The customer advised all tubes were collected, inverted 8 times, clotted for 40 minutes, and centrifuged for 15 minutes.

Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.